Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set. D2: medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed that the needle rubber sleeve didn't cover the tip of the needle completely in (1) device. No patient or user impact reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 03-jul-2024. H.6. Investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing/recovery was observed. Additionally, the customer samples along with 30 retention samples from bd inventory, were evaluated by functional testing and the issue of sleeve side piercing/recovery was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve side piercing/recovery based on photos and sample but unable to confirm based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed that the needle rubber sleeve didn't cover the tip of the needle completely in (1) device. No patient or user impact reported.